Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, during a discectomy procedure, the flex arm was not tightening and the surgeon realized that the stiffness of the device was not holding and inadequate for the procedure. Another flex arm in the set was used to finish the procedure. There was no surgical delay. Procedure was successfully completed. There was no patient consequence. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: supplier ¿ (B)(4), packaged and released by: monument. Release to warehouse date: 29-nov-2018, part number:03.612.010, flex arm, lot number: h732698 (non-sterile), lot quantity: 23. Purchased finished goods traveler met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: flex arm was received at cq. Upon visual inspection at cq, no damage was noted to the device aside from minor cosmetic wear consistent with device use which would not contribute to the device functionality. Functional test: the tensioning knob was able to be rotated clockwise (tightening the tensioner) without an abnormal amount of manual force. The flex arm was able to be tightened however the flex arm was looser than it should be when the knob was completely tightened. The received condition agreed with the complaint condition that the stiffness would not hold on the flex arm. No issues were noticed with flex arm coupling. Dimensional inspection: inspection of the internal components responsible for tensioner were not accessible without destroying the device; therefore, dimensional inspection of components relevant to the jamming received condition was not performed. Document/specification review: the relevant drawing was reviewed during investigation. Investigation conclusion: the complaint of stiffness on the flex arm would not hold was confirmed within the investigation. A definitive root cause could not be determined, it is possible that repeated usage and servicing may have contributed to the complaint condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. .